Event description:
The technician alleged that the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail mounting bracket is bent. The technician straightened the side rail mounting bracket to resolve the issue.